Event description:
It was reported that the plasma in the bd vacutainer® serum blood collection tube did not separate properly during use. The plasma was collected from a "healthy" patient undergoing wisdom teeth removal. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on thursday october 17, 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to poor serum were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plasma in the bd vacutainer® serum blood collection tube did not separate properly during use. The plasma was collected from a "healthy" patient undergoing wisdom teeth removal. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on thursday (B)(6), 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly"